Manufacturer narrative:
(B)(4).

Event description:
On 11/10/2016, abbott point of care was contacted by a customer regarding I-stat chem8+ cartridges that yielded suspected discrepant results on an (B)(6) female patient with chronic kidney disease in for follow up appointment. There was no additional patient information at the time of this report. Return product is available for investigation. Date: time: na: k: ci: ica: tco2: glu: bun: crea: hct: hb: angap: 11/10/2016; 3:03; 114; 4.3; >140; 2.9; 32; 110; 14; 1.2; 28; 9.5; < >. 11/10/2016; 4:42; 144; 5.3; 110; 4.9; 22; 102; 21; 1.2; 38; 12.9; 19. There are no injuries associated with this event. The investigation is underway.

Manufacturer narrative:
(B)(4). The investigation was completed on 01/27/2017. Retain product was tested and the customer complaint was not reproduced. Return product was not available for investigation.